Manufacturer narrative:
(B)(4). Concomitant medical products: standard liner, catalog#: 00630505032, lot#: ni, unknown epoch fc stem, catalog#: ni, lot#: ni, unknown trilogy acetabular cup, catalog#: ni, lot#: ni. Complaint sample and photographs were evaluated and the reported event was confirmed. Explanted head and liner were returned. Examination of these returned part(s) determined that the conical taper of the (head) exhibits dark debris consistent with taper corrosion. The liner has approximately 40% of the rim feature missing. The surface of the fragmented pieces of the liner indicates the device has been cut with an unknown device suggestive of extraction damage. Damage is too severe on the liner for dimensional analysis to be performed. The femoral head is returned with minor scratches and scuff marks on the articulating surface. The conical taper exhibits dark debris. Dimensional measurements of the head are conforming to print specifications, where measured. The femoral head was found during sem analysis to have dark debris. Eds analysis of the dark debris on the femoral head taper, confirms corrosion. Sem and eds semi-quantitative elemental analysis of the base material indicated the elements c, si, cr, mn, co, and mo. Eds analysis of the dark debris indicated the elements c, o,mg, si, p, ca, cr, mn, co, and mo. The photographs of the stem confirmed black debris on the taper. X-ray review notes mild radiolucency along the proximal femoral component along the greater trochanter. There is some contour irregularity involving the superior acetabular cup which is of uncertain etiology. There appears to be some buttressing along the medial and lateral cortex of the proximal to mid left femoral diaphysis along the femoral stem. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01190 and 0002648920-2018-00334.

Event description:
Patient¿s left hip was revised approximately 10 years post-implantation due to adverse local tissue reaction (altr) and elevated metal ion levels. During the procedure, corrosion was noted on the trunnion. The femoral head and polyethylene liner were removed and replaced.